Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire on the jaws came loose. Another device was opened and the harvest was completed without incident. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. Slight amounts of charred tissue was observed on the tip of the heater wire. The heater wire was observed to flexed away from the base to the tip of the hot jaw, with detachment at the tip of the hot jaw. The silicon insulation was observed to be intact with no cracks or delamination observed. Based on the returned condition of the device and the results of the evaluation, the reported failure ¿material twisted/bent¿ was confirmed. Specific actions for the reported confirmed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire on the jaws came loose. Another device was opened and the harvest was completed without incident. The hospital did not report any patient effects.